Manufacturer narrative:
B5: upon follow up, it was reported the antibiotic treatment was discontinued and the patient has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization, patient outcome and action taken with pd therapy were not reported. The patient was treated with vancomycin injection (1g, every 3rd day) and ceftazidime injection (1g, everyday) for peritonitis. No additional information is available.